Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing blood glucose levels ranging from 3-19 mmol/l (54-342 mg/dl). Her normal blood glucose level is 6 mmol/l (108 mg/dl). She attempted to resolve the issue by changing the infusion set, insulin cartridge, adapter, battery, and battery cover. Her diabetes nurse advised her to switch to her backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.